Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the mobile view station (mvs) computer was not working and required replacement. The mvs computer was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the mobile view station (mvs) does not start up. It was reported that the monitor was still black after 20 minutes. The mvs was restarted with the on/off switch. The mvs started, but it was reported that it needs 4.5 minutes to display an image on the monitor.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the graphics card on the computer was malfunctioning. When installed in a known operational imaging system, the dvi output had color tone irregularities and the startup was slow.